Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: the battery compartment was cracked along the side of pump, and between the bumper pad and the cover. Unrelated to the original complaint, the cartridge compartment was cracked/damaged.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment were cracked. This report is made based on results of investigation completed on 29-dec-2017.